Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No error was found in event history log. Reported problem was able to be duplicated during power-up test. This error code is in reference to the latch lock flex. The device was opened there was no visible damage, the latch lock flex was removed from the connector the device still displayed error code. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace latch lock flex and circuit board.

Event description:
It was reported that the device is alarming error code 41513. No patient injury was reported.